Manufacturer narrative:
No button error alarms were noted. However, the pump had intermittent button response due to moisture damage on keypad traces. The pump also had minor scratches on the display window, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
Customer reported the insulin pump was alarming button error. Customer's blood glucose was 189 mg/dl. Customer does not recall any significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.